Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. The customer contact reported there is no patient information available.

Event description:
The hospital reported a failure of mechanical ventilation to operate as expected during a case. The bag/vent switch was toggled to correct the issue. There is no report of patient injury.